Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away. The cause of the peritonitis was not reported. On an unreported date, the patient received unspecified antibiotics at a nursing home for the peritonitis event (doses, frequencies and routes were not reported). It was reported that the patient¿s symptoms did not improve and the patient was hospitalized in the intensive care unit (ICU) on the same day as the receipt of this report. During hospitalization, the patient began unspecified treatment in the ICU for the peritonitis (no further detail). On an unreported date, the pd catheter was removed and the patient was transferred to hemodialysis. During hemodialysis, the patient¿s blood pressure was not controlled and the patient¿s physical health deteriorated resulting in death. The cause of death was not reported. It was unknown if the patient recovered from the peritonitis prior to death. It was not reported if a autopsy was performed. No additional information is available.